Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 was not detected on bus. A field service engineer (fse) identified that the tower door himself appeared to be working fine, the fse could not found any poor connection from the pixie bus cable on the actual tower side coming from the main station. The fse was able to quickly tighten the cable fine as all the hardware was still intact and the tower doors appeared to be a functioning. The fse confirmed that the tower door was showing up just missing an action because the connector was on the cusp of falling off and verified the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower was not detected on bus and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower was not detected on bus and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.